Manufacturer narrative:
The patients' genders, ages, and dates of birth were provided. The data attachment originally reported on 1823260-2026-00302 has been updated with this information. Refer to the attachment to this medwatch. Medwatch fields a2 and a3 have been updated.

Event description:
There was an allegation of questionable albumin bcp results for 25 patient samples on a cobas pure c 303 analytical unit. The customer questioned the results as the albumin results were low but the total protein results were normal in patients that do not have kidney disease. Refer to the attachment to the medwatch for all patient data. The units of measurement for total protein were not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration and qc recovery data provided was within specification. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.